Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin. Net transmission. The transmission showed the implantable cardioverter defibrillator exhibiting stored episodes of post paced t wave oversensing. It was noted that the patient did not receive any inappropriate therapy during the oversensing episodes. Programming changes were recommended.